Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use of IFU: the system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke and in optimal patient management. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's past medical history and related comorbidities and possible issues with the patient's anticoagulation and/or antiplatelets medications. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that a patient took his morning medications on (B)(6) 2014 and developed a "sneezing fit" with subsequent left arm weakness and numbness.  The patient further reported that his hand was involuntarily clenched in a fist and that he couldn't move it.  His wife arrived home about 15 minutes later and noted that the hand/arm was also cold.  At the time of the event, the patient was on coumadin. The patient's wife called the vad coordinator who advised the patient to seek medical attention at the emergency room(ER).  It appears that by the time he presented to the ER, his left upper extremity weakness had improved and that he had minimal numbness with a mean arterial pressure (map) of 112mmhg. A brain computerized tomography (CT) scan revealed no acute processes and no bleeding. By the time he arrived on the hospital floor, his arm numbness was minimal but he had difficulty controlling the movement of his left arm. In addition, his speech was slurred which his family reported to be a change from his baseline.  He denied any vision changes, headache, nausea/vomiting, syncope or dizziness.  Although his left upper extremity and sensory changes largely resolved, there remained a suspicion of a small ischemic stroke.  He was treated he aspirin and the addition of a heparin bridge until his electromyography (emg) study was completed followed by resumption of his coumadin.  This emg was reported to be consistent with either amyotropic lateral sclerosis (als) or chronic inflammatory demyelinating polyneuropathy (cidp); though he had no evidence of motor neuron disease that would be seen in als. By the time of his discharge on (B)(6) 2014, his symptoms had resolved except for his dysarthria and a left facial droop and he had a map of 77mmhg. The site reported that the event was resolved on (B)(6) 2014.  The primary investigator reported that the event was related to the hvad system.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.